Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed, as smooth opening. Missing shell assessed, as inconclusive. Cyst: unable to observe, as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported, a right rupture. Healthcare professional, also reported, "a tiny cyst". Which is not device related. Device has been explanted.

Event description:
Healthcare professional reported a right rupture. Healthcare professional also reported "a tiny cyst" which is not device related. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, b.6, d.6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a right rupture. Device remains implanted.